Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that free flowing normal saline was set up for a patient with a peripheral IV, undergoing a r-chop. Doxorubicin was also started, but there seemed to be resistance from the tubing itself and the smartsites. This resulted in the doxorubicin back flowing into normal saline bag. The doxorubicin was only able to be pushed down the tubing if the tubing "behind" the medication was clamped to prevent it from flowing backwards.